Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units casters were not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse resolved the issue by replacing all four damaged casters. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a